Event description:
Complainant alleged tht the clinicians were treating a patient, who had been given beta blocker medication at approximately 1100 hours on 06/2002. At approximately 1300 hours, the patient presented a bradycardia heart rhythm. The clinicians then set-up the device to pace the patient. The pacing rate was set at 70 ppm, and the ma (current) output was gradually increased to attempt capture, but the clinicians were unable to capture the patient's heart rhythm, as displayed on the device display or per the patient's pulse. The clinicians reported that they observed patient chest muscle reaction to stimulation with every pacing pulse delivered and felt stimulus through their hands when touching the patient but a radial pulse taken indicated a heart-rate of approximately 42 beats-per-minute. The clinicians then applied a fresh set of electrodes to the patient and increased the current to the maximum setting of 140ma but were still unsuccessful in capturing the patient's heart rhythm. The pacing current was reduced down to 32 ma, as the patient was unable to accept the level of discomfort above this amount of current being delivered. The clinicians obtained another m-series and began pacing the patient using this second device. The clinicians reported that they again observed chest muscle stimulation with every pacing pulse delivered and felt stimulus through their hands when touching the patient, but they were still unable to capture this patient's heart rhythm. Several hours later the patient's ECG rate returned to approximately 60 to 70 beats per minute after the effects of the beta blocker medication wore off. The complainant reported that the beta blockers may have played a role in terms of making the patient resistant to external pacing. As a result of this fact, the customer has decided to return only the original device attached to the patient. Depending on the outcome of the evaluation, this device may be returned for evaluation in the future. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.